Event description:
(B)(6) study. It was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty. Subsequent deployment of a 25 mm lotus edge valve involved repositioning of the lotus edge valve with complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: during the transaortic valve replacement procedure, electrocardiogram (ECG) revealed complete atrioventricular (av) block. A temporary pacemaker was recommended to treat the complete heart block intra-procedure. Hospitalization was prolonged and electrophysiology consultation recommended a permanent pacemaker implantation due to the lbbb and marked first degree av block (with periods of 2:1 block). One day post index procedure a dual chamber non-bsc permanent pacemaker was implanted successfully. On the same day, the chb and lbbb were considered recovered.

Event description:
Reprise IV study it was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav). Subsequent deployment of a 25 mm lotus edge valve involved repositioning of the lotus edge valve with complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: during the transaortic valve replacement procedure, electrocardiogram (ECG) revealed complete atrioventricular (av) block. A temporary pacemaker was recommended to treat the complete heart block intra-procedure. Hospitalization was prolonged and electrophysiology consultation recommended a permanent pacemaker implantation due to the lbbb and marked first degree av block (with periods of 2:1 block). One day post index procedure a dual chamber non-bsc permanent pacemaker was implanted successfully.on the same day, the chb and lbbb were considered recovered. It was further reported that: two days post index procedure, the patient was discharged on aspirin. The event of chb is not related to the lotus edge valve as it occurred prior to bav and insertion of the lotus edge valve.

Manufacturer narrative:
E1: initial reporter last name corrected from (B)(6).